Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 23 apr 2021 from a healthcare professional regarding a female patient with unspecified pathology in a skilled nursing facility (snf) stating the patient experienced a suspected hypersensitivity type reaction during a hemodialysis treatment on (B)(6) 2021. Additional information was received on 26 apr 2021 from the snf manager stating that symptoms included hypotension (nos), nausea and emesis. Treatment was terminated and no medical intervention was required. The patient transitioned to a dialyzer from a different manufacturer, continuing to treat with the nxstage system one.